Event description:
On (B)(6) 2012, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. Troubleshooting noted in the history an incorrect calculation of the total daily dose. Prime history is not clear. .this complaint is being reported because the reported issue was not resolved there was no indication of an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1: date of submission: (B)(6) 2013- device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013, with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. During testing, a normal 10 unit bolus and a 10 unit audio bolus were performed successfully and accurately recorded in the pump history. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.